Event description:
The report stated that during a radio frequency ablation procedure water leaked from behind the grip. They stopped using it. There was no patient injury.

Manufacturer narrative:
(B) (4). (B) (4). The incident sample was not returned for evaluation therefore an evaluation could not be performed. Valleylab labeling regarding the setup of the cool-tip system includes the use of sterile water which prevents unintended contamination of the sterile field. Continuous improvements to tubing set design have significantly reduced the trend in leakage complaints.